Event description:
It was reported for the six months prior to report the patient noticed a tingling sensation around his ear and neck area where the implant was located, ¿exactly where the wires were.¿ it was noted the sensation ¿almost felt like electricity¿ that didn¿t hurt but it was a ¿nuisance that came and went¿ and was slowly getting more and more prevalent. It was stated the therapy was working ¿great¿ and the tingling was ¿annoying.¿ it was also stated if the patient ¿hit his pillow hard at night the feeling was intensified.¿ reportedly the patient felt like ¿a low voltage was shorting in his body¿ but again confirmed the therapy was working well. The patient had planned to see his healthcare provider for a follow up appointment.

Event description:
It was reported, the cause of the event was possible paresthesias from implanted dbs wire. It was noted all electrode impedances were within normal range. No surgical intervention had occurred. The patient was prescribed a topical cream of amitriptyline-ketamine-vanicream for the area where the tingling was. It was noted the hospitalization was not required due to the event and there was no injury to the patient.

Manufacturer narrative:
Concomitant products: product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3387s-40, lot # v386575, implanted: (B)(6) 2010, product type lead; product ID 3387s-40, lot # v397813, implanted: (B)(6) 2010, product type lead; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension; product ID 37085-60, serial # (B)(4), implanted: (B)(6) 2010, product type extension. (B)(4).

Event description:
Follow up information received from the healthcare professional (hcp) reported that impedance measurements were taken on (B)(6) and everything was ¿fine¿. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but that they were working with their doctor or manufacturing representative. It was noted that the patient had an appointment scheduled 2 days prior to report. Additional information received reported that the patient could feel the chord or band running up his neckline behind his ear. Additional information received reported that the patient started to feel a sharp pain when "head was tilted back or turned sideways right where the wires went behind the ear and chest about a few months ago." It was noted that the patient had electrical testing done and that it was not an electrical problem. It was noted that the patient did not think that it was rejection. It was noted that the health care professional (hcp) gave the patient ointment cream to rub on that side of the head. It was noted that therapy was working but that he had cranked it up to 3.1v. It was further noted that the patient was not getting the relief that he used to have. It was noted that the patient started shuffling more. It was further noted that the patient could see the wires under the skin. It was noted that the patient experienced a loss of therapeutic effect. It was noted that the patient fell 6 weeks prior to report and broke a couple of ribs, but tingling started before that. It was noted that a week prior to report that the patient jerked his head and felt a jolt and pain. It was further noted that it felt like someone was rubbing his neck with sandpaper and if he turned his head, looked up, or looked sideways he had a sharp pain. It was noted that the following symptoms were reported as acute pain and tingling.